Event description:
The clinic reported that a laser vision correction patient presented with loss of best corrected visual acuity (bcva) and epithelial ingrowths in left eye at the one month post treatment visit. (Treatment date (B)(6) 2013). Patient complained of blurry vision.right eye bcva pre op 20/20 and post op 20/20.left eye bcva pre op 20/20 and post op 20/30.

Manufacturer narrative:
(B)(4): (epithelial ingrowth).the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Flap lift and cleaning was performed in patient's left eye to remove epithelial ingrowth. Placeholder.